Event description:
The patient reported hearing low frequency tones from a neighbor¿s apartment every day after the neighbor arrived home. The patient stated it was ¿in their head, a very faint ringing¿ and voiced concern about the security of their implantable cardioverter defibrillator (ICD). The patient also stated something "went off in their head, like a warm sensation" and further stated they did have neck problems. The patient also said they had gone to the ER because their ICD had ¿gone off very softly and then went off twice again¿. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).